Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection it was observed that the motor device would not run. The event was not related to surgery. There were no delays due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it had corrosion on the flex circuit. It was determined that this was indicative of immersion / sterilization procedures not being followed properly which contributed to the intermittent operation of the flex circuit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be component damage due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.